Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00454. It was reported removal difficulties occurred. An 8.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, the balloon became stuck on the bentson wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Describe event or problem updated. Upn- search corrected from unk623 - guidewire - cmc - maple grove (peripheral interv) - peri int/vasc surg - 35000 to m001491470 - star/ben/035/180/str/ptfe/15/5 (sgl) - 49-147s. Upn corrected from unk623 to m001491470. (B)(4).

Event description:
It was further reported that the guide wire used during the procedure was a 035/180 starter guidewire and not a bentson wire as previously reported.